Event description:
It was reported that pump generated Cartridge Alarm 20 during cartridge load process, and alarm recurred even after customer followed loading prompts and proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to successfully load cartridge and resume insulin therapy, so customer switched to multiple daily injections as backup therapy, and Technical Support arranged replacement pump, confirmed shipping details, instructed customer to place affected pump in storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect CGM on replacement device.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.